Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. Patient¿s atrial, right ventricular and left ventricular leads were explanted. A temporary right ventricular lead was placed. On (B)(6) 2018, patient¿s implantable cardioverter defibrillator and the temporary right ventricular lead were explanted and patient was implanted with a new system. No further information was reported.